Event description:
A malfunction was reported by the customer with a malfunction code displayed as malf 0. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. The customer was unable to reset the pump due to not having a charger while at school but was provided with information on how to reset the pump. The customer planned to use multiple daily injections (mdi) until the pump could be reset and intended to seek additional assistance for the reset after school.